Manufacturer narrative:
Date of event: exact date unknown, event occurred four years ago from the date the manufacturer became aware of the event. Implant dated: explant date: four years ago.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.